Event description:
It was reported by an employee that the legs of the cot did not lock in place when the cot was being removed from the ambulance. There was patient involvement; however ,there were no adverse consequences to report for the patient. The medic reportedly tweaked their back, however, they did not require medical intervention. It was further reported that the employees reported that the legs of the cot were "sticking" prior to the incident.